Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve procedure, on second firing, the stapler stopped in the middle of firing and indicated excessive force. The staples did not form and there was an incomplete staple line distally. The surgeon first cut out the reinforcement material from the incomplete firing and then tried another handle and received the same excessive force message. The staple line was fixed through over sewing and leak test was performed. Then, a manual handle was opened and fired the rest of the case with reloads of the same lot number. Tissue damage was also noted.